Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot # v251538, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v230720, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that a patient's device only lasted 16-18 months before it needed to be replaced. It was stated the stimulator used a lot of voltage, and the patient tried to turn it down, but then he could not sleep at night. Further information has been requested. If more information becomes available, a follow up report will be sent.

Event description:
Additional information stated that 'due to the patient's higher setting and the fact that he used his device 24 hr/day his batteries did not last long.' It was further stated that the patient's first ins had 'normal battery depletion.' A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Intervention required no longer applied due to normal battery depletion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient knew what would happen when they would lose stimulation. It was noted they lost it at the other side and they shook for about a month. That was when they had the right side changed for the first time. Their hands started to boil leaving a band and they were on vacation.